Event description:
Prior to a triple stent grafting procedure, a hole was detected in the equalizer balloon. Another device was used to complete the procedure. No pt injuries or complications were reported.